Event description:
It was reported that the right atrial (ra) lead became dislodged. The lead was explanted and replaced, and during the procedure, the replacement ra lead was unable to be connected to the device due to a loose device set screw. The device was replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of the atrial (a) setscrew could not be tightened on the lead was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the a-setscrew. This caused the user to strip the setscrew inset. After the setscrew inset was stripped the setscrew could no longer be tightened. The problem is related to the user¿s incorrect use of the torque wrench.